Manufacturer narrative:
97755, sn: (B)(6), returned for product analysis. Analysis found no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating they had received the replacement recharger and when they plugged it in the controller broke. Patient described they tried to take the battery out and put in "c batteries" but the controller screen was black and the white button on top had come off, along with a couple of pieces. Agent attempted several times to gather battery pack model or serial number, but patient just read all of the numbers listed in secure note. Patient seemed insistent that there was no medtronic battery pack. Agent suspects they may have another battery pack stuck in the controller. Patient was unable to provide controller sn, but gave model of 97745. Agent sent request to repair for replacement controller and battery pack.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began today. Patient stated they went to recharge their implant today and the recharger paddle got very hot and the controller kept going off and wouldn't start charging the implant. Patient noted they tried over and over again and the paddle got hotter and hotter so they turned the controller off completely. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger and controller port. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.